Manufacturer narrative:
(B)(4). This report of a check lines and bags alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device. The patient stated he found that a bag was not connected to the line so he reconnected the bag to the line. From the complaint information it is unclear if a bag actually became disconnected or if a bag was never connected to an unused line. Depending on a patients therapy volume settings they might have unused supply lines. Unused lines need to be closed off; it is unknown if the patient had an unused line and/or if it was clamped off. If a bag was needed the patient can connect one during therapy. It is unknown if this was the case or if a bag became disconnected during therapy and then the patient tried to connect a new bag. As baxter is unable to determine what exactly occurred this complaint could not be confirmed and a cause undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Report received by baxter (B)(6) in which a check lines and bags alarm occurred on the homechoice (hc) during refilling the heater. The home patient (hp) was connected to the machine. The hp stated that he found a bag was not connected to the line so he reconnected the bag to the line. The technical service representative (tsr) explained the hp needed to end the therapy and advised the patient to contact the peritoneal dialysis (pd) renal nurse in the morning. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. No lot number was provided; therefore, a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the MDR, because the product is unknown at this time.